Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. There is no indication of a device malfunction.

Event description:
A zoll distributor reported that on (B)(6) 2015, a (B)(6) female pt reported experiencing a rash under the front te pad of her electrode belt. A follow-up on 01/13/2015 indicated that one side of the rash had gotten better but the other side of the rash had gotten worse. The clinical outcome of the rash is unk. The pt continues to wear the lifevest.